Event description:
Info rec'd indicated that during the tunneling procedure, an extension broke near the connector; "this event occurred during the tension." The extension was replaced without any problem. The serial number of the extension, however, is unk because during the procedure, two extensions were used and only one extension broke. It was therefore impossible to identify which one was broken. No pt complications were reported. This event has been previously submitted under MFR's report # 6000153200801114 and 6000153200801113. Please refer to MFR's report # 600153200801114 and 6000153200801113 for further details.

Manufacturer narrative:
Device analysis revealed the dual carrier broke at the distal end of the inner carrier.